Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device presented internal leakage. There is no more information provided. It is unknown if there was patient involvement.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device presented internal leakage¿ was confirmed. The device is leaking due to a cracked tank cover. The cover was replaced and temperature settings adjusted. Electrical safety and functional test passed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.